Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that while using a new system controller, the little screw broke when closing the cap after inserting the backup battery (ebb).

Event description:
The controller was being prepped for a new implant, not for an exchange. It was confirmed that the controller was not used.

Manufacturer narrative:
A4 patient weight was not provided. B5: additional information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged backup battery cover screw was confirmed via the submitted photos. The system controller, serial number (B)(6), was not returned for analysis. The submitted photos show the backup battery cover screw broken in half. It is unclear at which portion of the backup battery install the damage occurred. A manufacturing analysis task was opened to investigate the issue of a damaged backup battery cover screw. A root cause for this reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.